Manufacturer narrative:
The associated complaint devices were not returned. A visual inspection of the photos indicated some discoloring of the tissue surrounding the knee; but full visual and dimensional cannot be performed without obtaining the actual device/ product a review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for listed batches/failure mode. A clinical evaluation indicated that the photos attached show discoloration of the tissue surrounding the knee cavity. An operative report provided notes suspected metallosis. X-ray photos post primary and pre-revision were not provided for inclusion in a medical assessment of this case. Therefore, no thorough medical analysis can be rendered at this time. Additionally, the explanted device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to aseptic loosening and massive metallosis.